Manufacturer narrative:
The reported event of high pacing threshold was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found two external insulation abrasions at 8.4cm to 8.9cm and 15.0cm to 15.4cm from the distal tip consistent with friction to another device. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. The cause of the reported event was isolated to the external insulation abrasions breaching the outer insulation and exposing the outer coil.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout.